Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced hypotension, pre-syncope, diaphoresis, and dizziness. One-hour post-discharge, the day after a pulse field ablation (pfa) procedure using a farawave catheter, the patient returned to urgent cardiac care (ucc). The patient was diaphoretic, dizzy, had a pale complexion after coffee and felt unwell while walking outside. While in the ucc the patient was hypotensive with 50mmhg systolic pressure. The patient was given 1l of intravenous (IV) saline and was responsive to the treatment. A medical assessment was performed. The patient had no active bleeding nor hematoma. A bedside echocardiogram showed no effusion. The patient had normal valve function and a normal inferior vena cava. Blood work labs were performed which were also normal. The patient was kept in the ucc about four to five hours and was asymptomatic. The patient walked around the hospital corridors while supervised for 15-30 minutes, was declared to be well afterwards, and was sent home. It is unknown if the catheter will be returned for analysis.